Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: shaft leak. It was reported that the procedure was to treat a subtotal occlusion in the mid lad. After deploying 2 xience v stents, the nc merlin was being used for post-dilatation. The first inflation was at 16 atm for 45 sec. The second inflation was to 16 atm, but at 42 seconds, the balloon lost pressure and blood was seen coming back into the manifold. At this point, a dissection was suspected, which was confirmed on angiography to be proximal to where the stent or balloon was inflated. The catheter was removed at which time a rupture was noted in the distal shaft. Since the dissection appeared to have spiraled all the way distal to the stents, two additional xience stents were implanted; one proximal and one distal. The physician felt that the dissection occurred as a result of the shaft rupture. There were no additional patient effects. No additional event or patient information is available.